Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified bag filled with air during use of a homechoice cassette. This was observed after priming for automated peritoneal dialysis (pd) therapy. New supplies were used with no further issues noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: one sample with an open package was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to the specification. A functional pressure test was performed with no leaks noted. A pull test was performed and no separation was noted. Additionally, the set was evaluated in a cycler machine in which the cassette was subjected to all the cycles of the therapy process and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.